Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed no audio output (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, patient's mother tested alert functionality and patient's mother reported alerts were not functioning. Dexcom has issued an rga for patient to return the device to be investigated.